Manufacturer narrative:
A medtronic representative went to the site to test the system. There was no parts replaced and system did not performed as intended.. Checkout concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000273 (kit svc b slides door cable); bi71000138 ( kit svc o2 cover door sdwllrt); bi71000452 (kit svc o2 cover pos louvre); bi71000503 (kit svc o2 inner gan cvr kit) bi71000273; (kit svc slides door cable); bi71000429 (kit svc door winch replacemnt); bi71000238 (kit svc o2 cable push-pull) the following codes apply to the product ID above. Fdm=b17, fdr=c20, fdc= d15. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that while taking a spin, they heard a loud noise to which they were unable to complete the spin nor could they get the doors open. They proceeded with an emergency door open, however, they were not able to complete the door open and instead moved the table from the system. Surgery was aborted, imaging was aborted, navigation was aborted. Delay was 1 hour or longer and there was no impact to the patient outcome.

Manufacturer narrative:
H3 -evaluation of the returned inner gantry cover found the mounting holes for the inner skins are damaged. Evaluation of the returned gantry slides found that the slides exhibit scuffs and scratches consistent with normal use, normal wear and tear. Condition would not interfere with use. Evaluation of the returned winch motor had no fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: evaluation of the returned louvre cover found that the cover was physically damaged. The cover was bent, warped, and the vent showed signs of scratches. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. Replaced door winch and cable assembly, cable slides, louvered panel, and 135 degree panels (door panels). Performed system check out in accordance with the advanced service manual. System checked normal. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.